Event description:
A discordant advia centaur tni ultra result was obtained on a pt sample. The result was released to the doctor. The pt was transferred to a cardiac center and treated for an acute myocardial infarction. There was no report of adverse health consequences due to the discordant tni ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. A preventive maintenance was done on the instrument and a siemens technical assay specialist team performed the svk (system verification check) to evaluate the condition of the instrument. The instrument is performing within specifications. No further eval of the device is required. No conclusion can be drawn.